Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause was that larger droplets of solution in close proximity to one another then tend to coalesce and once the water is dried, leave behind a wafer like deposit of the additive.

Event description:
It was reported that bd vacutainer® plus plastic whole blood tube, bd hemogard¿ had some unknown substance in the tube. No serious injury or medical intervention reported.